Event description:
(B)(4). I started bleeding vaginally at a very rapid pace. I would fill up a super tampon as well as a maxi pad in less than 30 minutes. This had lasted more than ten days and now seems to be a constant thing every month. I also started getting extremely painful stabbing like pains in my lower abdomen and a chronic pain in my lower back that still has not went away. I also find that after intercourse the pains get much worse. This is still going on today, (B)(6) 2015.